Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Updated e2, e3, g2. During inspection and testing of the device, the customers complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a procedure. The camera control unit exhibited code message e333 touch panel error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information in b5 and d9.

Event description:
Additional information was supplied by the customer. Name of the procedure performed: no information. The procedure was therapeutic. The intended procedure was cancelled. The device was inspected prior to use.